Manufacturer narrative:
Device remains implanted. If additional information becomes available it will e reported on a supplemental report.

Event description:
The orthopaedic surgeon, reported via the stryker (B)(4) website that he performed a biological reconstruction following tumour resection on a boy a few years ago. The surgeon reported that the patient has had problems with infection and dermatitis and that it now appears that he is allergic to titanium. The surgeon reported that the plate has been removed but it is possible that the patient still has an axsos screw in place. The surgeon is requesting that stryker confirms whether the axsos plate and screws contain titanium.

Manufacturer narrative:
Evaluation summary: the affected device was not returned and therefore could not be identified. However, the rep informed us that no stryker implants were involved. It was a competitor device (synthes system). Only 4 stryker self drilling half pins were used as concomitant products (and removed) and did not contribute to the allergic reaction. The affected device was not returned and therefore could not be identified. However, the rep informed us that no stryker implants were involved. It was a competitor device (synthes system) only 4 stryker self drilling half pins were used as concomitant products (and removed) and did not contribute to the allergic reaction.

Event description:
The orthopaedic surgeon, reported via the stryker UK website that he performed a biological reconstruction following tumour resection on a boy a few years ago. The surgeon reported that the patient has had problems with infection and dermatitis and that it now appears that he is allergic to titanium. The surgeon reported that the plate has been removed but it is possible that the patient still has an axsos screw in place. The surgeon is requesting that stryker confirms whether the axsos plate and screws contain titanium.